Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00110; 530-14-108, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient presented with symptoms of severe bone following reverse total shoudler approximately 8 months ago. Surgeon opted to revise to a longer stem with allograft. Standard stem, liner and glenoid were removed and replaced.